Event description:
It was reported that during an auto cuff procedure using a speedscrew 5.5 implant with inserter handle, after the implant was set and the inserter handle was removed, the thread slipped out of the implant. The implant and suture were abandoned in the pt and a new implant was opened to complete the case. There were no significant delays or pt complications reported as a result of this event.